Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the event. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Product return requested for mmt-1886. Customer agreed to return the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, active current measurement test, and self test. Thump software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. The adapt tool reveals five failed batt alarms recorded on 06/19/2024 from 20:20:36.000 through 20:22:23.000 in download history files. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly however, moisture damage was noted on motor and electronic assembly during visual inspection. Unit was received with the following cosmetic damages: scratched case, battery tube threads - cracked, serial number label missing, cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay at select button, damaged display window cover and cracked case-corner of belt clip rails. In conclusion, customer concerns of battery related anomalies were not confirmed during testing. Unit powered up properly after battery installation unit was tested successfully, and no battery related anomalies noted. However, moisture damage was noted on motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.